Manufacturer narrative:
This is an addendum to the initial emdr to document the reciept and evaluation of the explanted device. In the as received condition no conclusions could be made. The mesh is heavily incased in tissue and appears to have been cut multiple times to facilitate removal during the extraction procedure. As initially reported,during the explant procedure it was noted that the hernia sac was very large and the ventralex patch chosen for the repair was probably too small. As reported that the patch migrated due to the "big hernia sac." Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions for use, provided with the device, as a possible complication. Additionally, the warning section states to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect.

Manufacturer narrative:
As reported the patient developed a hernia recurrence and underwent explant of the patch. During the explant procedure it was noted that the hernia sac was very large and the ventralex patch chosen for the repair was probably too small. As reported that the patch migrated due to the "big hernia sac." Based on the information provided to date, no definitive conclusion can be made. A lot number was not provided, therefore a review of the manufacturing records is not possible. Recurrence is a known inherent risk of hernia repair surgery and is listed in the adverse reaction section of the instructions for use, provided with the device, as a possible complication. Additionally, the warning section states to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
As reported on (B)(6) 2016 the patient was implanted with a bard ventralex hernia patch to repair a hernia. The patch was placed in the abdomen over the umbilicus. As reported the patient developed a recurrence of the previously repaired hernia. On (B)(6) 2017 the patient underwent a laparo plastic procedure to repair the recurrent hernia, at another facility. During this procedure the bard ventralex hernia patch was explanted. It is reported that the patch migrated due to the large hernia sac and was identified in the mesogastric area. As reported the hernia sac was very large and it is possible that the ventralex patch chosen was not able to contain the defect.